Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 1055992, UDI: (B)(4). Product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 7031527, UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.